Event description:
It was reported to nova biomedical on (B)(4) 2013 that a consumer experienced a hypoglycemic event on (B)(6) 2013, requiring medical intervention and hospitalization that was diabetes related. The consumer could not provide any info regarding the time line in this event. The consumer did report that prior to his friends calling for medical intervention, he ate, tested his blood getting a result of 190 mg/dl on his blood glucose meter. He fell asleep and woke up to the paramedics. When the emts tested the consumer on their unk blood glucose meter they received a 16 mg/dl. The consumer was transported to the hospital where he remained there for a reported 18 days due to a diabetes related issue. It is unk if the consumer performed any control solution testing control solution test for integrity before use their initial test strips as instructed in our directions for use. The meter will be returned for evaluation, the test strips were used up.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.